Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), adnexal torsion ("ovary torsion"), oesophageal achalasia ("achalasia"), psoriatic arthropathy ("psoriatic arthritis") and genital haemorrhage ("persistent bleeding") in a (B)(6) female patient who had essure (ess205) (batch no. 508293) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 2 (((B)(6) 1994, (B)(6) 1997)), stillbirth in 1999, cesarean section, depression, hypertension and hyperlipidemia. Previously administered products included for an unreported indication: tetanus vaccines & toxoid. Past adverse reactions to the above products included hypersensitivity with tetanus vaccines & toxoid. Concurrent conditions included obesity, dysfunctional uterine bleeding, d & c, ovarian cyst, cardiospasm, meniscus injury, dysphagia, diabetes mellitus and esophageal manometry since (B)(6) 2008. Concomitant products included atorvastatin calcium (lipitor) since 2015, estrogens conjugated (premarin), losartan, metformin since 2015, methadone since 2010, oxycodone since 2010, prednisone since (B)(6) 2017 and pregabalin (lyrica) since 2010. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2008, the patient experienced psoriasis ("psoriasis") and complex regional pain syndrome ("reflex sympathetic dystrophy"). In 2012, the patient experienced adnexal torsion (seriousness criterion medically significant), vulvovaginal dryness ("vaginal dryness"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes/ overactive bladder/leakage"), urinary tract disorder ("bladder or urinary problems or changes/ overactive bladder/leakage"), hypertonic bladder ("bladder or urinary problems or changes/ overactive bladder/leakage"), urinary incontinence ("bladder or urinary problems or changes/ overactive bladder/leakage") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced lymphadenopathy ("tumor / teratoma / cancer (lymph nodes in neck)"). In 2015, the patient experienced coagulopathy ("blood clotting disorder"). In (B)(6) 2015, the patient experienced psoriatic arthropathy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), oesophageal achalasia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and rash papular ("red bumps on arms/ red bumps on legs"). The patient was treated with surgery (in 2012, underwent unilateral salpingectomy), surgery (thermachoice endometrial ablation, hysteroscopy and dilatation and curettage), surgery (in 2012 underwent unilateral salpingo oophorectomy) and surgery (laparoscopic heller myotomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, adnexal torsion, oesophageal achalasia, psoriatic arthropathy, genital haemorrhage, vulvovaginal dryness, female sexual dysfunction, psoriasis, bladder disorder, urinary tract disorder, hypertonic bladder, urinary incontinence, coagulopathy, complex regional pain syndrome, dyspareunia, lymphadenopathy, fatigue and rash papular had not resolved. The reporter considered adnexal torsion, bladder disorder, coagulopathy, complex regional pain syndrome, dysfunctional uterine bleeding, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypertonic bladder, lymphadenopathy, menorrhagia, oesophageal achalasia, pelvic pain, psoriasis, psoriatic arthropathy, rash papular, urinary incontinence, urinary tract disorder, vaginal haemorrhage and vulvovaginal dryness to be related to essure (ess205). The reporter commented: she was not advised of complications that occurred at the time of her essure placement procedure and essure removal procedure. In 2012 (as reported) by unilateral salpingo-oopherectomy -tube removed due to ovary torsion diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2006: the coils had blocked the tubes . On (B)(6) 2011: surgical pathology report : gross description: the segment of non-fimbriated fallopian tube measures 8.5 cm in length by 0.5 cm in diameter. The serosal surface is purple-red, smooth and glistening. Sectioning of the fallopian tube reveals a pink-purple lumen that is otherwise grossly unremarkable with the exception of an approximate 1.0-cm silver metallic coil at one end of the tube. Concerning the injuries reported in this case, the following one/ones were confirming in patient's medical records: excessive menstruation, achalasia, reflex sympathetic dystrophy, dyspareunia and dysfunctional uterine bleeding (genital bleeding). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr:case medically confirmed. Patients demographics added. Historical and conco drugs and conditions added. New events added:vaginal dryness, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), achalasia, psoriasis, psoriatic arthritis, bladder or urinary problems or changes/ overactive bladder/leakage, blood clotting disorder, reflex sympathetic dystrophy, dyspareunia (painful sexual intercourse), tumor / teratoma / cancer (lymph nodes in neck), fatigue, red bumps on arms/ red bumps on legs and ovary torsion were added. Outcome of the event added. Dysfunctional uterine bleeding added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), adnexal torsion ("ovary torsion"), oesophageal achalasia ("achalasia"), psoriatic arthropathy ("psoriatic arthritis") and genital haemorrhage ("persistent bleeding") in a 43-year-old female patient who had essure (ess205) (batch no. 508293) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 2 (((B)(6) 1994, (B)(6) 1997)), stillbirth nos in 1999, multiple cesarean sections, depression, hypertension and hyperlipidemia. Previously administered products included for an unreported indication: tetanus vaccines & toxoid. Past adverse reactions to the above products included hypersensitivity with tetanus vaccines & toxoid. Concurrent conditions included obesity, dysfunctional uterine bleeding, d & c, ovarian cyst, cardiospasm, meniscus injury, dysphagia, diabetes mellitus and esophageal manometry since (B)(6) 2008. Concomitant products included atorvastatin calcium (lipitor) since 2015, estrogens conjugated (premarin), losartan, metformin since 2015, methadone since 2010, oxycodone since 2010, prednisone since (B)(6) 2017 and pregabalin (lyrica) since 2010. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced psoriatic arthropathy (seriousness criterion medically significant) and psoriasis ("rashesh or skin condition: psoriasis"). In (B)(6) 2008, the patient experienced complex regional pain syndrome ("reflex sympathetic dystrophy"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced vulvovaginal dryness ("vaginal dryness"), bladder disorder ("bladder or urinary problems or changes/ overactive bladder/leakage"), urinary tract disorder ("bladder or urinary problems or changes/ overactive bladder/leakage"), hypertonic bladder ("bladder or urinary problems or changes/ overactive bladder/leakage"), urinary incontinence ("bladder or urinary problems or changes/ overactive bladder/leakage") and fatigue ("fatigue"). In 2012, the patient experienced adnexal torsion (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced lymphadenopathy ("tumor / teratoma / cancer (lymph nodes in neck)"). In (B)(6) 2015, the patient experienced coagulopathy ("blood clotting disorder"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), oesophageal achalasia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and rash papular ("red bumps on arms/ red bumps on legs"). The patient was treated with surgery (unilateral salpingooopherectomy (tube and ovary removed due to ovary torsion)), surgery (thermachoice endometrial ablation, hysteroscopy and dilatation and curettage), surgery (laparoscopic heller myotomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, adnexal torsion, oesophageal achalasia, psoriatic arthropathy, genital haemorrhage, vulvovaginal dryness, female sexual dysfunction, psoriasis, bladder disorder, urinary tract disorder, hypertonic bladder, urinary incontinence, coagulopathy, complex regional pain syndrome, dyspareunia, lymphadenopathy, fatigue and rash papular had not resolved. The reporter considered adnexal torsion, bladder disorder, coagulopathy, complex regional pain syndrome, dysfunctional uterine bleeding, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypertonic bladder, lymphadenopathy, menorrhagia, oesophageal achalasia, pelvic pain, psoriasis, psoriatic arthropathy, rash papular, urinary incontinence, urinary tract disorder, vaginal haemorrhage and vulvovaginal dryness to be related to essure (ess205). The reporter commented: she was not advised of complications that occurred at the time of her essure placement procedure and essure removal procedure. In 2012 (as reported) by unilateral salpingo-oopherectomy -tube removed due to ovary torsion diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: the coils had blocked the tubes (B)(6) 2011 surgical pathology report : gross description: the segment of non-fimbriated fallopian tube measures 8.5 cm in length by 0.5 cm in diameter. The serosal surface is purple-red, smooth and glistening. Sectioning of the fallopian tube reveals a pink-purple lumen that is otherwise grossly unremarkable with the exception of an approximate 1.0-cm silver metallic coil at one end of the tube. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical recordes: excessive menstruation, achalasia, reflex sympathetic dystrophy, dyspareunia and dysfunctional uterine bleeding (genital bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), adnexal torsion ("ovary torsion"), oesophageal achalasia ("achalasia"), psoriatic arthropathy ("psoriatic arthritis") and genital haemorrhage ("persistent bleeding") in a 43-year-old female patient who had essure (ess205) (batch no. 508293) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 2 (((B)(6) 1994, (B)(6) 1997)), stillbirth nos in 1999, multiple cesarean sections, depression, hypertension and hyperlipidemia. Previously administered products included for an unreported indication: tetanus vaccines & toxoid. Past adverse reactions to the above products included hypersensitivity with tetanus vaccines & toxoid. Concurrent conditions included obesity, dysfunctional uterine bleeding, d & c, ovarian cyst, cardiospasm, meniscus injury, dysphagia, diabetes mellitus and esophageal manometry since (B)(6) 2008. Concomitant products included atorvastatin calcium (lipitor) since 2015, estrogens conjugated (premarin), losartan, metformin since 2015, methadone since 2010, oxycodone since 2010, prednisone since october 2017 and pregabalin (lyrica) since 2010. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2008, the patient experienced psoriasis ("psoriasis") and complex regional pain syndrome ("reflex sympathetic dystrophy"). In 2012, the patient experienced adnexal torsion (seriousness criterion medically significant), vulvovaginal dryness ("vaginal dryness"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes/ overactive bladder/leakage"), urinary tract disorder ("bladder or urinary problems or changes/ overactive bladder/leakage"), hypertonic bladder ("bladder or urinary problems or changes/ overactive bladder/leakage"), urinary incontinence ("bladder or urinary problems or changes/ overactive bladder/leakage") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced lymphadenopathy ("tumor / teratoma / cancer (lymph nodes in neck)"). In 2015, the patient experienced coagulopathy ("blood clotting disorder"). In august 2015, the patient experienced psoriatic arthropathy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), oesophageal achalasia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and rash papular ("red bumps on arms/ red bumps on legs"). The patient was treated with surgery (in 2012, underwent unilateral salpingectomy), surgery (thermachoice endometrial ablation, hysteroscopy and dilatation and curettage), surgery (thermachoice endometrial ablation, hysteroscopy and dilatation and curettage), surgery (thermachoice endometrial ablation, hysteroscopy and dilatation and curettage), surgery (in 2012 underwent unilateral salpingo oophorectomy) and surgery (laparoscopic heller myotomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, adnexal torsion, oesophageal achalasia, psoriatic arthropathy, genital haemorrhage, vulvovaginal dryness, female sexual dysfunction, psoriasis, bladder disorder, urinary tract disorder, hypertonic bladder, urinary incontinence, coagulopathy, complex regional pain syndrome, dyspareunia, lymphadenopathy, fatigue and rash papular had not resolved. The reporter considered adnexal torsion, bladder disorder, coagulopathy, complex regional pain syndrome, dysfunctional uterine bleeding, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypertonic bladder, lymphadenopathy, menorrhagia, oesophageal achalasia, pelvic pain, psoriasis, psoriatic arthropathy, rash papular, urinary incontinence, urinary tract disorder, vaginal haemorrhage and vulvovaginal dryness to be related to essure (ess205). The reporter commented: she was not advised of complications that occurred at the time of her essure placement procedure and essure removal procedure. In 2012 (as reported) by unilateral salpingo-oophorectomy -tube removed due to ovary torsion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: the coils had blocked the tubes. (B)(6) 2011 surgical pathology report : gross description: the segment of non-fimbriated fallopian tube measures 8.5 cm in length by 0.5 cm in diameter. The serosal surface is purple-red, smooth and glistening. Sectioning of the fallopian tube reveals a pink-purple lumen that is otherwise grossly unremarkable with the exception of an approximate 1.0-cm silver metallic coil at one end of the tube. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: excessive menstruation, achalasia, reflex sympathetic dystrophy, dyspareunia and dysfunctional uterine bleeding (genital bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.